Event description:
Capture plate sheared off patella resection guide. Needed c-arm to make sure broken part was not in pt. This caused a 40-min surgical delay.

Manufacturer narrative:
Examination of the submitted instrument confirmed the reported breakage. The root cause is being attributed to product wear out. Based on the investigation determination of wear out as the root cause, the need for corrective action is not indicated. Although this investigation did not establish the need for corrective action, a new patella resection guide has been designed and released for distribution. The new patella resection guide does not contain the similar bridge washer to bridge features. Depuy considers the investigation closed at this time. Should add'l info be rec'd, the investigation will be re-opened.